Event description:
Customer reports that her son was using the crutches when the entire bottom adjustment assembly broke off where it attaches to the main part of the crutch. The pt reported at the time of incident ((B)(4) 2011), he was going up the stairs in back of his apartment when crutch broke, causing him to fall. The pt fractured his leg and dislocated his ankle on (B)(6) 2011, had surgery on (B)(6) 2011, with instructions to not bear weight for 12 weeks, and has weekly follow-up visits. During his visit on (B)(6) 2011, there was no detection of surgery being undone or further injury.